Manufacturer narrative:
The devices were used for treatment, not diagnosis. The instrument was not returned for evaluation. The implant remains in the patient. The identifying lot numbers were not provided; therefore, a review of the device history record could not be conducted. Based on the information provided, a root cause could not be determined. If additional information, a supplemental report will be filed accordingly. Labeling review: "warnings/cautions/precautions:. In the event that the invictus osseoscrew implant fails to deploy, the implant may remain in place.

Event description:
The osseoscrew was inserted into the pedicle under fluoroscopy. The tip of the expansion shaft was visualized. During expansion, the screw did not expand. The tension was loosened to remove the expansion shaft from the screw which resulted in the tip of the instrument breaking off. The tip remains inside the osseoscrew. The surgery was completed successfully. It was reported the patient outcome was good.